Event description:
Patient had a reduction and fixation procedure of l1 to treat an old vcf. An extrapedicular approach was used on one side and transpedicular on the other. The procedure was completed without apparent difficulty. There was no evidence of cement leakage or other problem on post-op radiographs. By the following morning, the patient had developed urinary incontinence and bilateral leg weakness. Further evaluation revealed a large epidural hematoma. A t8-l4 decompression laminectomy was done. The patient is improving, but continues to have bilateral muscle weakness. A review of the follow-up radiographs and MRI failed to reveal any break in the pedicle or cement in the canal.